Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 3.75mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at around 7 atmospheres for 2 to 3 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported.